Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged low battery alert less than 1 week found on (B)(6) 2020. Unable to perform the displacement test. The pump passed the active current test, sleep current test, and self test. The power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board, the pump was monitored and functioned properly. Pump error and unexpected battery power loss were found on (B)(6) 2020 at 16:00:00.000 in the history. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: battery tube threads ¿ cracked, cracked case, detached retainer, cracked reservoir tube lip, missing o ring (reservoir tube), cracked case (battery tube), label damage(serial number) pillowing keypad overlay, low battery alert less than 1 week confirmed. A low battery alert less than 1 week is confirmed. Pump error found was confirmed due to a connector resistance issue with the connector on electrical board 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now within 8 hours of low battery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.